Event description:
It was reported that the implant collapsed while implanted in patients neck. It was recognized on post op scan. The implant was removed on (B)(6) 2025 and sent for decontamination.

Manufacturer narrative:
The part was not returned. The complaint is indeterminate as the root cause of this malfunction cannot be determined from the given information. A risk reconciliation was performed and confirms that the type and frequency of this failure is captured in our latest risk analysis. The following sections were updated for this supplemental report: a1, a2, a3, a6, b4, g3, g6, h2, h6, h10.

Event description:
It was reported that the implant collapsed while implanted in patients neck. It was recognized on post op scan. The implant was removed on (B)(6) 2025 and sent for decontamination.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.